Event description:
It was reported that customer experienced repeated cartridge change errors. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller to inspect cartridge o-rings and pneumatic tap area, advised cleaning pump with an alcohol wipe or lint-free cloth, confirmed cartridge loading was successful, and caller was able to resume insulin; technical support also arranged shipment of one box of cartridges as a goodwill gesture and advised caller to contact again if problem recurred.